Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that a red alarm was not displayed in the hallway. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. Per the fse, upon arrival, all alarms are properly displayed on the distributed information system (dis) led strips. There was no problem with the alarm at any time. All alarms were properly alerted to monitor and surveillance. There was no risk to patients. Two monitors in a distant cross passage had been put back into operation after a long period of non-use. The alarms were properly displayed on the monitor, surveillance and dis, and alerted visually and audibly. Since the room, unlike the other rooms, was located in a transverse corridor, the users had the impression that they could only hear the alarms in the corridor very quietly. The users incorrectly assumed that the led strip of the dis (emergin) could also give a sound, as the acoustic impression from the other monitors along the corridor was significantly louder when the room doors were open than the affected room in the transverse passage. Users were informed that the alarming components of the system are only the surveillance and bedside monitors. Due to the distance between the new room and the surveillance, the volume is significantly lower. A second loudspeaker was connected to the surveillance and mounted in the hallway. In addition, the user was informed about the possibility of a value added service (vas) loudspeaker distributor or event notification. Based on the information available and the testing conducted, the cause of the reported problem was user understanding. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.